Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test unit received with moisture damage on motor assembly and force sensor assembly.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was unknown. Customer stated that they were able to clear the alarm, able to rewind the insulin pump. Customer stated that insulin pump was not exposed to a high magnetic field. Customer stated that they performing displacement test and self test and it was passed. Customer stated that the insulin pump was dropped. The device will not be returned for analysis.